Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via operative note stating that filter could not be removed, as it had tilted and the hook was embedded on one side and 2 of the legs perforated the vein. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information has not been verified. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum filter. Expiration date: unknown as lot# is unknown. D6) unknown as information has not been verified. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H4) unknown as lot# is unknown. (B)(4). H11) corrected data compared to medwatch report: mw5069086 b3) (B)(6) 2017 b4) 21mar2017. D1) cook celect platinum ivc filter. D2) inferior vena cava filter. D3) cook medical inc. D6) 07jan2016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "cook celect ivc filter put in to prevent pulmonary embolism, then in 2016 it was supposed to be removed. But it had tilted and the hook embedded on one side and 2 of the legs perforated my vein. They were unable to remove it. Attempted removal for over 8 hours by my heart doctor and another surgeon but was unable". Blood clots; the attempt to remove the filter caused severe pain to the patient. Patient outcome: according to medsun report, the patient has experienced life threatening, hospitalization and disability/permanent damage.